Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd venflon¿ pro safety shielded IV catheter there was safety mechanism failure and leakage. This event occurred 4 times. The following information was provided by the initial reporter and translated to english. The customer stated: "during the removal of the spindle, the white safety cap is not immediately connected to the catheter hub. The spindle, at the final extraction, remains exposed because the device slides and does not activate."

Manufacturer narrative:
H.6. Investigation: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
It was reported when using the bd venflon¿ pro safety shielded IV catheter there was safety mechanism failure and leakage. This event occurred 4 times. The following information was provided by the initial reporter and translated to english. The customer stated: "during the removal of the spindle, the white safety cap is not immediately connected to the catheter hub. The spindle, at the final extraction, remains exposed because the device slides and does not activate."

Manufacturer narrative:
The following field was updated due to corrected information: h.6. Imdrf annex a grid: a0510 - retraction problem. The previous entry of a0504 and a0510 should be considered void.

Event description:
It was reported when using the bd venflon¿ pro safety shielded IV catheter there was safety mechanism failure and leakage. This event occurred 4 times. The following information was provided by the initial reporter and translated to english. The customer stated: "during the removal of the spindle, the white safety cap is not immediately connected to the catheter hub. The spindle, at the final extraction, remains exposed because the device slides and does not activate.".